Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, cystocele and uterine prolapse and mesh was implanted. It was reported that the patient had concurrent procedures of a tah/bso, vaginal suspension & fixation, urethropexy and cystocele repair performed during mesh implantation. It was reported that following insertion the patient experienced recurrence. It was reported that the patient underwent mesh revision on (B)(6) 2009 due to recurrence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008, and mesh was implanted; and on (B)(6) 2009 mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.